Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka surgery, the surgeon placed one (1) ns vis adpt guide gii kit, and it appeared to fit well. After the distal femoral cut, the medial distal resection seemed smaller than planned. Cut approximately 4mm instead of 7.5mm. He then placed the 4-1 block, and the medial posterior resection was excessive, looking to be in excess of 20mm. The procedure was resumed, after significant delay, by adjusting manually the cutting block to try to get appropriate cuts. After trial and error placing the 4-1 block, the surgeon was able to get it in position so as not to notch anteriorly and get even cuts posteriorly. No injury was reported as a consequence of this issue, no overcuts were performed. Patient current health status is recovering as normal.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that the femur segmentation was incorrect. The femur was under segmented by the engineer on the anterior surface. This under segmentation led to incorrect block fit. However, this is a patient-specific device individually designed and tailor-made for a specific customer. The dimensional non-conformity observed is therefore isolated to this single-use product on complaint. No further containment consideration is needed. Engineer responsible for this case has been made aware of the error. A review of complaint history did not reveal similar events for the listed device over the previous 12 months, as visionaire devices are custom made, a review of the complaint history for this batch is not applicable. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawings, part number, size, implant type, hand, recut type and sawblade thickness shall be verified. Also, part configuration shall be compared to print. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.